Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 565 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the incorrect time and date. The customer was unable to continue troubleshooting due to vision problems. Nothing further was reported.